Event description:
It was reported that the right ventricular (rv) lead was oversensing causing multiple inappropriate charges of device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274trk implantable biv defibrillator 2011-(B)(6), 5554-53 implantable pacing lead 2007-(B)(6), 1258t competitor implantable pacing lead 2011-(B)(6). (B)(4).